Event description:
Allegedly, according to a california traffic collision report the end user was struck by a motor vehicle while operating the power wheelchair in violation of a local pedestrian code. Allegedly, as a result of the incident, the end user sustained multiple injuries.

Manufacturer narrative:
No malfunction of power wheelchair suspected. A traffic collision report alleges the end user was in violation of a local pedestrian code while operating the power wheelchair. The owner's manual warns, "to avoid serious injury or death from being struck by a motor vehicle, when driving your power wheelchair near traffic: obey all local pedestrian traffic rules."